Event description:
It was reported that the patient experienced vascular perforation from the swan-ganz catheter. Prior to surgical valve replacement, the cardiac anesthesiologist had difficulty placing the introducer and attempted a right internal jugular (ij), right subclavian, left subclavian before access the left internal jugular vein under ultrasound guidance. The surgeon opened up the patient¿s chest it was noted that there was bleeding from the superior aspect of the chest. The surgeon identified a perforation of the innominate vein. The surgeon noticed the tip of the catheter was protruding from the vein; a portion of the ¿thermistor¿ (likely meant to be thermal filament) was visible at the perforation site, coiled on itself. The surgeon and the 1st assistant each placed a finger on the perforation site to control the bleeding, they felt the portion of the catheter was hot. They both communicated that there was not a physical burn and there wasn¿t damage to their surgical gloves. The surgeon was able to repair the vein and the case was cancelled. The vein was clamped to stop further bleeding; it was stated that approximately 1600 ml of blood loss was noted. It was further stated that this patient had vascular issues and that is the reason for insertion in the left ij; the hospital usually inserts the catheters into the right ij. The patient is doing fine except for a deep venous thrombosis and swelling in the left arm. The patient is on coumadin and is waiting re-scheduling of the double valve surgery.

Manufacturer narrative:
The catheter was not returned for evaluation, due to the hospital¿s policy. An edwards lifesciences engineer and our (B)(4) product safety visited the site and examined the continuous cardiac output (cco) system from the complaint in situ in the operating room. The monitor is a refurbished vigilance ii and has v0.80 software. The cco cable was examined and found to be in good condition. The pins were centered and prominent in their sockets. The catheter was undamaged; visually, the thermal filament, its sheath, and bonds were still intact. There was no evidence of thermal deformation to either the sheath or the catheter body. The thermistor and filament were operational. The safety mechanisms were tested for functionality at room temperature, cco was appropriately disable ((B)(4)). The catheter tip was placed approximately 10 cm into 38 degree c saline to enable cco. An attempt to initiate cco with the filament in air was appropriately aborted by the system. The catheter was further inserted until approximately 40 cm resided in the saline. Cco was again initiated; and the safety mechanisms again deactivated cco because of the lack of flow. The complaint could not be confirmed during the on-site evaluation; no system damages or defects were identified. As per the swan-ganz catheter IFU, continuous cardiac output measurement is made by periodically warming the blood in the right atrium or ventricle with a known quantity of heat. The catheter thermistor detects the small change in blood temperature downstream. Initially the surgeon recalled wondering at the time of the incident whether the heat from the thermal filament could have contributed to the perforation of the innominate vein. After discussion of the catheter function and our interrogation of the system, the surgeon was confident that this did not contribute to the perforation. The product instructions for use list pulmonary artery perforation as a potential adverse event associated with the use of swan-ganz catheters. In this case, the perforation occurred in the innominate vein (brachiocephalic) and may have been related to the anatomically difficult insertion reported by the physicians. No actions will be taken at this time. (B)(4).